Manufacturer narrative:
Additional concomitant medical products: (B)(4) ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was dissatisfied with the rate of battery depletion in their current and previous implantable pulse generator (ipg). The previous ipg was explanted and replaced. It was noted there was high thresholds on the rv lead. The new ipg and rv lead remain in use without intervention. No patient complications have been reported as a result of this event.